Manufacturer narrative:
The affected carina (manufactured in october 2013 ) was checked by the hospital¿s technician and the log file was provided for the manufacturer for further evaluation. During further communication dräger was informed that the customer decided to scrap the device. Therefore, dräger was not able to analyze the device. Based on the log entries the reported problem on (B)(6) 2019 could be confirmed. The device detected an unacceptable deviation between measured motor blower rotation speed and the set value and generated the corresponding technical alarm ¿blower defect¿. The root cause for the rotation speed deviation cannot be determined from the log file. As the device could not be analyzed, no root cause could be determined. The device reacted as specified to the detected deviation by posting a visual and audible technical alarm to alert the user and switching to patient safe mode. In this mode the ventilation stops and an emergency breathing valve opens to allow for spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary in this event. The number of similar cases, related to the same device problem, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device shut down during use on a patient. The device was replaced to continue ventilation with another device. No injury was reported.